Manufacturer narrative:
(B)(4).

Event description:
The product was returned for evaluation. An external visual inspection was performed and failed due to the usb port connector being contaminated with water. A receiver charge and boot was performed and passed. A receiver download was performed, finding error "hwbbt" and "ntc fault" that occurred on the incident date. A functional test was performed and passed all relevant tests. The receiver was opened, and an internal visual inspection was performed and failed due to moisture damage. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.